Manufacturer narrative:
The lens was inserted and removed. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (model pcb00) the patient's capsular bag was broken and the surgeon had to remove the lens (iol) from the eye. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/23/2019. Device returned to manufacturer: yes. Device evaluation: sample was received at manufacturing site. The pcb00 tecnis 1- piece model was returned in a white envelope. The plunger was observed in advanced position. Visual inspection using microscope magnification was performed: the returned lens was received glued to a piece of foam. No defect was observed on the returned device. The complaint was not verified and could not be related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.